Event description:
The above components were removed during revision surgery on (B)(6) 2014. The surgeon said that the patient was revised for pain, elevated metal ion levels and "clunking".

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of device history/manufacutring records finds no related deviations or anomalies that would have contributed to the reported event. No additional event details or investigational inputs were given to customer quality. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been identified.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.